Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm communication error. Customer's blood glucose at time of incident was 63 mg/dl. The customer was unable to troubleshoot because the alarm was received 5 or 6 times and couldn't get it to stop alarming. The customer was advised the pump will need to be replaced.

Manufacturer narrative:
The insulin pump functioned properly and passed self test, displacement test, rewind, and basic occlusion test. No unexpected a39 alarms noted. All operating currents are within specification. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.